Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in an unspecified vessel. The 2.50x32mm taxus liberte stent was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the pt and it was noted that the stent was damaged. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".